Event description:
A malfunction on the pump was reported by the caller, with a specific malfunction code of malf 15. There was no reported impact on the customer¿s blood glucose level. Reportedly, the customer will continue to use current pump for insulin therapy.